Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with a heart rate around 40 beats per minute. Interrogation revealed loss of ventricular capture, even at maximum output. The patient elected to have no further action taken.